Manufacturer narrative:
During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that the bending resulted from mechanical forces applied during the surgery. In addition, cuts in the insulation and deformations of lead body were observed. It is reasonable to assume that these damages occurred during the explantation procedure. Blood penetrated the lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to twiddlers syndrome. Should additional information become available, this file will be updated.